Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device will not be returning to zoll as they will be replacing the unit.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.